Event description:
Baxter reported a leaking during priming. The patient discovered the leak by noticing solution leaking over the floor. Therapy was restarted with a new set. No patient injury or medical intervention was associated with this incident per the international affiliate.